Event description:
The customer reported that while therapy was being initiated on a pt, they were unable to insert the pressure cable into the pressure input. The pt was switched to another unit and therapy was continued. No pt injury was reported.